Event description:
During verification testing at the service center, it was noted that the blades of the ac power cord were burnt.

Manufacturer narrative:
Testing and investigation found the blades of the ac power cord were burnt. The probable cause for the burnt blades is due to corrosion causing a short circuit. This report represents all the information known by the reporter upon query by hospira personnel.